Event description:
It was reported that the patient underwent an implant of a baerveldt shunt on (B)(6) 2011. During the post operative follow up on (B)(6) 2011, the physician observed hyphaema and a shallow anterior chamber. It was stated that irrigation for the hyphaema was performed on the same day. Diclofenac sodium levofloxacin, and betamethasone sodium phosphate were prescribed. Patient was stated to have recovered from the hyphaema on (B)(6) 2011, and from the shallow anterior chamber on (B)(6) 2011. It was stated by the doctor that there was no malfunction of the device and does not attribute the post operative complication to the device. No further information was provided.

Manufacturer narrative:
(B)(6). (B)(4). Prior to release to market the baerveldt shunt met all manufacturing specifications. All pertinent information available to abbott medical optics has been submitted.